Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of the atrial output connector broken through the top case, but it was confirmed that one side bail cover was broken (referred to as bottom case strap holder). The upper and lower cases were also found to be broken, battery contacts compressed, battery drawer contaminated, flextape damaged, and one side bail missing.

Event description:
It was reported the atrial output connector of the epg (external pulse generator) broke through the top case, and the bottom case strap holder was broken. The epg was returned for examination of the potentiometer and associated internal electronics, repair and calibration. There was no patient involvement.

Event description:
It was reported the atrial output connector of the epg (external pulse generator) broke through the top case, and the bottom case strap holder was broken. The epg was returned for examination of the potentiometer and associated internal electronics, repair and calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.